Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high pacing threshold measurements and high out-of-range shock impedance of greater than 150 ohms. The tachy mode was programmed off for this system, and surgical intervention was performed to implant a new subcutaneous implantable cardioverter defibrillator (s-ICD) system. This product remains in service as it is being used for brady pacing therapy. No additional adverse patient effects were reported.